Manufacturer narrative:
A ge service rep performed an onsite investigation. The defective ip emc digitizer was determined to be the cause. The customer decided to take the system out of service.

Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.